Manufacturer narrative:
The gas tank product was returned and evaluated by manufacturing. A visual assessment of the returned sample showed no obvious abnormality. The gas inside the tank was analyzed and identified as perfluoropropane and met specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The returned product was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A nurse reported that the ophthalmic gas bubble instilled into the patient's eye during surgery did not last long enough post-operatively. Patient impact information is unknown. Additional information has been requested.